Event description:
As reported by the user facility through medwatch: nurse had started IV on pt. Afterwards, while cleaning up the supplies, she was stuck with the tip of the contaminated IV needle, which had a malfunctioning safety cover. Medwatch no.: (B)(4).